Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string separated from a tampon leaving the tampon inside. Consumer alleged the tampon was left inside for several days and she experienced vaginal odor. She went to the doctor to have the tampon removed.